Event description:
A report was received that is experiencing discomfort at the pocket site. The pt underwent a pocket revision and is reportedly doing well.

Manufacturer narrative:
This is the final report.